Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, it was observed that the device's active exhalation control module failed during testing. The device's active exhalation control module was replaced to address the issue. Additionally, repair test, alarm test, battery test, run in tests and cleaning were performed. The unit operated properly. Also, the pollen filter, exhaust fan assembly, 43 micron filter, and power cord were replaced preventatively.